Manufacturer narrative:
The investigation for the reported low pump flow issue has been completed. The impella device was received from the customer and an investigation regarding the returned device has been completed. The pump passed all the post sterile inspection checks. The evaluation of the device noted that the field real time (rt) log was reviewed, and suction alarms and low pump flows were confirmed. The returned pump was visually inspected, and biomaterial was observed on the impeller. The pump was plugged into a console and ran at p-9 with low pump flows and suction alarms reproduced. Upon removal of the biomaterial, the pump functioned normally with no alarms. The cause of the reported suction alarms was the observed ingested biomaterial. This report is being filed as part of a retrospective review of historical records.

Manufacturer narrative:
The impella device was returned, and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. During support, the pump began to show suction at p8. The physician repositioned the device multiple times and began to drop the p level, but even at p2 the device continued to show suction. The pump was then removed and replaced, and there was no reported harm to the patient.